Event description:
It was reported that this left ventricular (lv) lead exhibited noise issue. Boston scientific technical services (ts) reviewed the presenting electrogram (egm) and discussed that the lv egm fell into the refractory period noise window and the outputs in the lv are 3.3 volts at 1 millisecond. The device remains in service. No adverse patient effects were reported.